Event description:
It was reported that the patient underwent an explant of their spinal cord (scs) system for an unknown reason. The explanted devices will not be returned as they were retained by the hospital. The patient was doing fine postoperatively. No further information can be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 5072574. Brand name: linear 3-6. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 5148884.